Event description:
Major pump unit(s) involved: external control system failure; aicd.specific component(s) involved: aicd generator change.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.